Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed heater. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had an alert 113. Biomed, called regarding this device and they discussed the cause of alert 113 and asked for data files to review the issue. Luis emailed back later and stated they were unable to email the csv file due to it security issues and requested a quote for 2000 hour service and loaner. Device alerted 113 reduced water temperature control x 2. Patient temperature (pt) 34.4c, target temperature (tt) 33.5c, water temperature (wt) 28.6c, water flow rate (wfr) 1.8 l/m neonatal pads in place. System diagnostics: outlet monitor temperature (t1) 28.6c, outlet control temperature (t2) 28.6c, inlet temperature (t3) 31.7c, chiller temperature (t4) 4.4c, water flow rate (wfr) 1.8 l/m, inlet pressure (ip) -10.4psi, circulation pump command (cpc) 51 percentage, mixing pump command(mpc) 100 percentage, heater 0 system hours 1439.5 pump hours 1331.5 advised to swap out to an alternate device and send this one to biomed labeled 113 and sn (B)(6). Per sample evaluation results on 15may2024, it was reported that the arctic sun device had failed heating element contributed to alarm 113 .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had an alert 113. Biomed, called regarding this device and they discussed the cause of alert 113 and asked for data files to review the issue. Luis emailed back later and stated they were unable to email the csv file due to it security issues and requested a quote for 2000 hour service and loaner. Device alerted 113 reduced water temperature control x 2. Patient temperature(pt) 34.4c, target temperature(tt) 33.5c, water temperature(wt) 28.6c, water flow rate(wfr) 1.8 l/m neonatal pads in place. System diagnostics: outlet monitor temperature(t1) 28.6c, outlet control temperature (t2) 28.6c, inlet temperature(t3) 31.7c, chiller temperature(t4) 4.4c, water flow rate(wfr) 1.8 l/m, inlet pressure(ip) -10.4psi, circulation pump command(cpc) 51 percentage, mixing pump command(mpc) 100 percentage, heater 0 system hours 1439.5 pump hours 1331.5 advised to swap out to an alternate device and send this one to biomed labeled 113 and sn (B)(6).per sample evaluation results on 15may2024, it was reported that the arctic sun device had failed heating element contributed to alarm 113.